Event description:
Discrepancy between trial implant and tibial insert causing surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the rsults of this investigation once it has been completed.